Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found. Follow up report indicated that the patient was discharged. The patient's therapy was programmed and stimulation was turned on. Device was not explanted.

Event description:
It was reported to nevro that during an implant procedure, an orange liquid was observed coming from the patient's mouth. The patient was turned over and the liquid was aspirated. The patient was intubated and stabilized. The implant procedure was completed. The patient was hospitalized and received antibiotic and respiratory care. Follow up report indicated that the patient was discharged and the patient is receiving hf10 therapy.